Manufacturer narrative:
Concomitant product(s): the reporter clarified that a cadd disposable was not used at the time of the event. The cadd cassette had information provided (part number: 21-7002-24, lot number: 16x304, expiration date: 04/28/2021, manufacturing date: 04/27/2016).

Event description:
It was additionally reported that there was not any reported tubing issues following the incident. It was noted that there were no valves or filters on the line between the cassette and the patient. The pump programming was intended to be set as shown: on (B)(6) 2017 - 16.2ml/hr in the morning, decreased to 2.9ml/hr, (B)(6) 2017 - decreased to 2.6ml/hr. Troubleshooting determined that about 16ml of fluid was remaining in the bag when the issue was observed by the nurse. A second pump and cassette was used to address the issue. At the time of the event, the patient was responsive. The reporter was unable to confirm that the pump issue was an accelerating factor in the patient's death. The duration of the remodulin was estimated to be around 30 hours. It was noted that the pump involved in the event had a preventative maintenance check annually. The pump was used to prime the pump tubing.

Manufacturer narrative:
Device evaluation: one cadd cassette reservoir was received for investigation in used condition without its original packaging. The sample was visually inspected and no discrepancies were found. Delivery accuracy testing was performed and it was found that the sample passed accuracy tests with an average delivery error value of 2.05 %, which falls within the product specification of ±7%. A review of the production floor inventory was also conducted, where a sample of three units were tested and no discrepancies were detected during accuracy testing. Additionally, the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Based on the evidence and investigation, the complaint allegation was not confirmed. No fault was found with any of the returned sample.

Manufacturer narrative:
Concomitant medical products: cadd cassette reservoir (catalog number: 21-7002-24, lot number: 16x304, manufacturing date: 27-apr-2016, expiration date: 28-apr-2021).

Event description:
The patient was closely monitored by critical care staff in the intensive care unit during pump infusion. In the (B)(6) 2017 evening, it was observed that the patient was not tolerating the remodulin infusion well and required additional oxygen. In the (B)(6) 2017 early hours, it was observed that the pump alarmed the low volume. At that time, the nurse observed the patient's medication bag was full when it should have been empty. It was calculated by the nurse that the patient had not received the medication for 36-48 hours. A new pump and cassette were placed on the patient. Due to the incident, the patient became more hypoxic, restless, unable to fully recover, and unable to maintain blood pressure. It was decided to take measures to make patient comfortable. The cause of death was attributed to the patient's chronic pulmonary arterial hypertension. The patient was on the following unrelated treatments: titrated remodulin through PICC line, lasix for diuresis, steroids for inflammation, and antibiotics for appendicitis.

Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cadd®-solis ambulatory infusion pump beeped "low volume" after the cassette had been in place for 30 hours. It was observed that the medication bag was full, and it did not appear that any medication was being administered. The patient expired. Additional information regarding the event has been requested, but not yet received.

Manufacturer narrative:
One pump was returned for evaluation. Visual inspection of the device found the keypad intact and the device in good condition. A review of the event history log found the pump ran during the reported period without error. Functional testing involved delivery accuracy testing and the pump was found to be within manufacturing specifications. Based on the evidence, a root cause was unable to be confirmed. No fault was found with the device.